Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a sensor error. The customer did not recall the blood glucose reading. During troubleshooting, he found that the drive support cap was flush with part of it sticking out. He also reported receiving three motor error alarms. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump communicated properly with the glucose sensor simulator test. No sensor error alarms were noted. The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip.